Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found that there was broken rinse tubing. He replaced the rinse tubing and ran mechanism checks and precision that passed. The customer ran calibration and qc, which was accepted. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The samples were repeated on another cobas c501 analyzer. Sample 1 initial result was 104 mmol/l, and the repeat result was 140 mmol/l. Sample 2 initial result was 104 mmol/l, and the repeat result was 135 mmol/l.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.